Manufacturer narrative:
Aware date of the initial mw should have been listed as 10oct2023.

Event description:
Healthcare professional reported a right side "suspected/actual rupture/deflation" and "change shape/size/style" via nbir. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected/actual rupture/deflation" and "change shape/size/style".

Event description:
Healthcare professional reported a right side "suspected/actual rupture/deflation" and "change shape/size/style" via nbir. Device has been explanted.